Event description:
Hill-rom received a report from the account stating the siderails would not go up or down and would not lock. The bed was located at the account in room 7058. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due an obstruction causing it not to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician removed the obstruction to resolve the issue. Based on this information, no further action is required.